Event description:
The patient underwent an aortic valve replacement using a 25 mm trifecta tissue valve approximately 6 years ago. Recently the patient was recommended to have the previously placed aortic valve replaced. The patient was experiencing increasing shortness of breath, dyspnea on exertion, fatigue and orthopnea. She was diagnosed with severe aortic stenosis murmur. On (B)(6) 2014 the patient underwent surgery for: redo sternotomy. Removal of trifecta 25 mm tissue valve. Placement of 23mm st. Jude mechanical valve.